Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported, "cassette sensor defective." There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was verified during functional testing. The downstream occlusion(dso) sensor is inoperable, which would cause the reported problem. The downstream occlusion(dso) sensor was replaced.